Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved the following device: 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. The reporter stated that heparinized d10 was reportedly leaking from the base of the clave (where the clave attaches to the line, not where the syringe attaches to the clave) of the hep lock line after completing a hep lock for a patient. It was leaking on the syringe pump, there was at least 5ml sitting on the syringe pump. It was not leaking at the clave that is on the actual umbilical venous catheter (uvc). There was no report of any human harm.

Manufacturer narrative:
Investigation summary: received one (1) used mc330419 standardbore/smallbore transfer set w/microclave for inspection. The microclave was stuck down as received and the internal seal was observed to be torn. The microclave was disassembled and there was excessive tearing on top surface of seal that propagated through the side wall. The reported complaint of leakage can be confirmed due to the stuck down seal. The probable cause is due to access with an incompatible mating device. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55mm and 2.8 mm. A device history lot review could not be conducted because no lot number(s) was/were identified